Event description:
Enterprise stent system gets stuck in the first third of the micro catheter. Continuous flush was maintained within the mc and there was no kink/compression noted on the mc. No resistance encountered advancing the mc over the gw into the target lesion. No calcification/tortuosity was noted. The physician felt resistance and could not advanced the enterprise stent delivery system at the distal end of the mc. The enterprise stent could not be removed from the mc. Another enterprise stent delivery system was used. There was no adverse side effect to the pt.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note add'l info will be submitted within 30 days upon receipt. This is one of two product used on the same pt. MFR. Report # 1058196-2008-00031 & # 1058196-2008-00033.